Manufacturer narrative:
The graft was not received for evaluation after being explanted. Product batch 25d191 met the requirements for all in-process testing (including pressure testing and sterility) and final visual inspection per ps 001, processing the artegraft. No issues were noted that could be related to this issue. Device history record review did not show any anomalies. A review of complaints was completed and there were no additional complaints were reported for (B)(6) or any issues noted. Artegraft has been studied extensively in hemodialysis. Our extensive literature review (clinical evaluation report) has shown that primary and secondary patency measures for artegraft are comparable to other devices (e.g. Ptfe) used for the same purpose, with published 6-month studies citing primary rates of 35-100% and secondary rates at 70-92%. Many factors, such as patient comorbidities and graft placement on the patient will contribute to the performance of an individual graft and therefore not all outcomes will be the same. Therefore, we are inconclusive about the root cause of this issue. A lemaitre clinical advisor provided an assessment of this complaint with the limited information available. "More explanation and a proper sequence of events is required." The hospital declined to comment after initial attempt of contact that was received (B)(6) 2025. Due to limited available information, a definitive root cause cannot be determined at this time. However, a potential contributing factor may be the hospital's surgical technique. Should further information become available that changes the outcome of this investigation, a follow-up report will be submitted. Based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices. No related ncmr/CAPA was identified. Lemaitre current risk controls were determined to be sufficient at this time. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending.

Event description:
Artegraft in a patient was ligated due to a hole in the graft. It's important to note that several months ago, we replaced an infected fem-fem crossover bypass in this patient with the artegraft. There was no alternative available. The anastomoses healed well, but weeks later the patient developed an abscess approximately in the middle of the prosthesis. This area was opened (abscess drainage) and unfortunately could not be closed immediately. A few days later (B)(6), a defect developed at that location. The graft was partially explanted. The artegraft was flushed and pressure tested according to the instructions for use (IFU) prior to implantation. No specific equipment such as sutures, tunnelers, or vascular dilators were noted as being used. The product serial number was not recorded but provided at a later date as (B)(6). The graft was implanted on (B)(6) 2025, and partially explanted on (B)(6) 2025. The patient is currently stable. The patient has a history of repeat surgeries. No imaging studies (e.g., CT angiography, duplex ultrasound, MRI) were performed. Cultures or lab tests to rule out infection were conducted, and results are pending. There were no reported technical challenges during anastomosis, and no information was provided regarding intraoperative hemostasis. Adjunctive materials such as hemostatic agents or sealants were not used. There was no indication of coagulopathy, anticoagulant therapy, or platelet dysfunction.